Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two on the home choice (hc). The home patient (hp) was connected at the time of the alarm. There was a tubing leak coming from an unknown location. The technical service representative (tsr) had the hp cycle power to clear the alarm. The tsr explained the alarm and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection between the cassette and supply bag was reported. There was no leak involved in this event. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection between the cassette and supply bag was reported and is a known cause of this alarm. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.